Manufacturer narrative:
Medical device lot #: 5200562. Expiration date: 07/31/2018. Manufacture date: 07/19/2015. Medical device lot #: 5224530. Expiration date: 08/31/2018. Manufacture date: 08/12/2015 initial reporter phone #: (B)(6) . Results: a review of the device history record was completed for the indicated lots. All inspections were in compliance with requirements. Examination of the photos and returned samples showed the reported damage. Conclusion: based on the receipt of the evidence forwarded, bd recognizes the incident occurred with the client. Package and unit appearance suggest exposure to force trauma. The root cause is unknown.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder in 2 lot numbers 5200562, and 5224530 are broken out of the hub, coming loose from the safety sleeve and one is twisted. Not used on patients. No serious injury, medical interventions, or contact with mucous membranes or body fluids.

Manufacturer narrative:
The initial MDR was submitted with the incorrect medical device type. The correct type is fmi.